Event description:
According to the reporter, on (B)(6) 2017, during a lobe resection procedure, the device was unable to fire and handle could not be squeezed. A new device was used in order to complete the case. The patient has undergone chemotherapy or radiation treatments. No patient injury.